Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the power module was unable to retrieve any information from the patient's system controller when the white power cable was tethered. Troubleshooting ruled out the issue was with the power module. The system controller was operating as intended and information was able to be read on the controller. The issue appeared to be with the white power cable. There were no alarms associated with this event. The system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller not communicating with the system monitor was confirmed via evaluation of the returned heartmate 3 system controller (serial number: (B)(6). The returned system controller was connected to a test power module/system monitor and the white power cable was not communicating with the system monitor. However, the returned controller was then connected to a mock circulatory loop and the controller supported the pump at the set speed without any issues. Troubleshooting of the controller revealed that the communication issue was being caused by the main printed circuit board (pcb). Further troubleshooting of the main pcb revealed that the main microcontroller unit of the controller was not transferring data appropriately. No other issues were observed with the remaining components on the communication line of the controller. No log files could be downloaded due to the communication issue on the controller. The root cause of the reported event was determined to be a damaged component on the main pcb of the controller; however, the root cause of the component being damaged could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that hsc-088935 was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 03dec2020. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.